Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2013 with the following findings: the keypad symbols are worn. There are no tears or peeling in the keypad. All of the keypad buttons respond properly. No buttons are sticking. Removed the keypad and found no damage or contamination on the button contacts. There's a crack along the battery compartment extending from the threads to the fingerpad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.